Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the system and identified the vcsn preamp board as related to the incident. The fse replaced the vcsn preamp board on (B)(6) 2014. This MDR is related to MDR 1061932-2014-02358 for the first sample drawn/tested on (B)(6) 2014 at the same customer facility. -

Event description:
Customer reported erratic erroneous differential test results were generated for two neonatal patient samples from the same patient, one sample drawn/tested on (B)(6)2014, and the other sample drawn/tested on (B)(6) 2014 when using a unicel dxh 800 coulter cellular analysis system. The results were determined to be erroneous when compared to a manual slide differential performed using the two samples. Erroneous results were reported out of the lab for the patient sample drawn/tested on (B)(6)2014. The physician contacted the laboratory upon receiving the report and requested a manual differential be performed, as the results did not match the patient's history. There was no death or injury was attributed to this event, and no change to patient treatment due to this event. This MDR is associated with the sample drawn/tested on (B)(6) 2014.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the vcsn preamp board and resolved the issue. The part was returned for further evaluation. The return part passed versa tests with no problems found. Customer complaint could not be duplicated. Therefore, the return part did not support the previous conclusion that the part was defective. The cause of the reported issue is unknown.